Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The patient had an active rv lead and a capped out of service rv lead. During second lead extraction, the svc tore resulted in emergency open heart surgery. Right ventricular lead and device were explanted and replaced successfully. Patient was discharged in stable condition.